Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the insulin pump was alarming power error 25 and have continued after draining the internal battery. The customer's blood sugar is unknown. The insulin pump is returning.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error 25 due to connector resistance issue.